Event description:
It was reported that the user experienced three consecutive insulin occlusion alarms, observed insulin dripping from the needle tip when connecting the cartridge to the connector outside the pump, and received education that the connector must be seated in the pump before attaching the adapter to prevent occlusions. Symptoms included insulin delivery interruption consistent with occlusion alarms. Outcomes included resolution after troubleshooting with instructions on correct connector and adapter attachment. Investigation included customer interview, device use review, and troubleshooting. Investigation of this case revealed incorrect cartridge connection technique leading to occlusions, with no device malfunction identified. It was concluded that user technique caused the occlusions and that proper connection sequence should prevent recurrence.